Manufacturer narrative:
There was an error in the MFR number. The correct MFR number to be read is 1222780-2021-2021. Please refer to 1222780-2021-00057 for the correct information.

Manufacturer narrative:
There was an error in the mfrs numbers previously submitted. The correct MFR number for this case to be read is 1222780-2021-00057. Please refer to 1222780-2021-00057 for the correct information regarding this event. Thank you.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a fluent procedure, the out-flopack housing broke apart in pieces. No injuries to the patient or staff were reported. No other information is available.